Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported the patient started having pain two days after the surgery in the lower back and the pain radiated down to the toe on the right side and some pain was on the left side. The pain was worse on monday night and she contacted the healthcare professional (hcp) office. The patient would be seeing a manufacturing representative (rep) tomorrow. The patient asked what she could do in the meantime. She turned the implant off for 3 hours and it did not make a difference and she adjusted the settings and that also did not make a difference. The pain started in (B)(6) 2016 and got worse 2 days prior on (B)(6) 2016. On (B)(6) 2016 the patient reported that she still had pain when the implant was on and off. The implant was currently off. The pain was in the back and hip and went down the leg and out the toes. The implant was on the right side. It was noted that she was not feeling the stimulation where she should be when she turned it up. When she turned it up it was painful and it radiated out to the areas where the pain was (hip/leg/down to the toes). The patient did not feel stimulation like she had in the trial. She had felt stimulation in the hip when it was turned up since implant. She felt it in the bicycle seat region when she had the trial. She also had a rash that came and went, which started around the (B)(6). At this point the patient had left the implant off for a total of 3 days and still had pain. The patient had seen the nurse practitioner and would go see the doctor soon. Additional information reported on 2016-05-05 that health care provider was notified on 04-29-2016. The circumstances that lead to reported issues were noted as unknown. The steps taken were to change the programs and intensity, antibiotic, hydroxyzine, prednisone and the device to be removed on (B)(6) 2016.

Event description:
Additional information via healthcare provider reports the patient had pharyngitis on (B)(6) 2016. Amoxicillin was ordered and the patient was allergic to this medication and this the rash they experienced. The patient could feel the device pushing on bone and skin due to their low body mass. They also felt constant buzzing and burning down the anterior right thigh. The hcp mentioned they suspect it's a fixed delusion as the patient has severe anxiety disorder. After removal the symptoms completely resolved. The hcp noted they felt this was a fixed delusion as the patient felt symptoms whether they had the ins on or off. At the patient's most recent follow up on (B)(6) 2016, she was happy and pain free.

Event description:
Additional follow-up with the patient's healthcare provider (hcp) determined that the ins was removed and sent to the hcp's pathology department and the pathology report was normal. There were no further complication reported or anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information via request for medical review confirmed that the report of infection, pharyngitis, and rash are not related to the device nor would be caused by the device.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that they had their implantable neurostimulator removed over a year ago due to the issues previously reported. They mentioned that they were too miserable and couldn't tolerate it. There were no further complications reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.